Event description:
Additional information received reported that the stylet was exposed and could not be removed. The reporter stated that the medical team attempted to pull out the stylet by holding it with a pair of tweezers but failed to do so, hence they withdrew the stylet with the lead as a unit and managed to remove it. It was noted that implantation with a single-shot technique was performed. It was reported that the physician was slightly angry because they had to replace the stylets, in spite of successful lead placement in an appropriate position. It was noted that they had troubles with stylet insertion, and presumably the event was caused by inserting a distorted stylet 'by force' which caused the inner portion to be caught. A follow-up report will be made if additional information becomes available.

Event description:
It was reported that there was spinal cord stimulator implant operation performed. When the physician tried to pull out stylet after setting the lead position, the stylet cap came off from the stylet itself. It was too difficult to pull the stylet out with no cap. Physician gave up using the lead and new lead was placed on the correct position. It was noted that most of the time, it was too hard to pull out the "greencup" stylet. There was no health hazard to the patient.

Manufacturer narrative:
Product ID neu_stylet_acc, product type accessory. (B)(4). Analysis of the lead (model 3778-45) found no significant anomaly. The connector at the proximal end of the lead was bent. The lead stylet coil was observed ok. It was slightly more difficult than normal to completely insert and withdraw the stylet from the lead due to the damage at the proximal end of the lead. Analysis of the stylet found the stylet handle was separated from the wire and the wire was bent. The stylet was green handled since the wire diameter measured 0.012 inches, but the handle was pulled off and not returned. There were sharp bends in the stylet wire 1.1 cm, 3.0 cm and 4.0 cm from the distal end. The sharp bends would cause difficulty in stylet insertion and withdrawal.

Manufacturer narrative:
.